Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies. The patient was not connected as the patient line extension had separated from the transfer set as the patient line extension was not fully connected. The tsr advised the hp to call his registered nurse within the next 24 hours and let her know what happened. The hp understood. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.